Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high shock impedance out of range cause by a suspected fracture. This lead was successfully replaced. No additional adverse patient effects were reported.